Manufacturer narrative:
The hospital reported the issue to ge healthcare sales. The repair was completed by a third party. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction causing the loss of audible alarms. There was no report of patient involvement.